Event description:
A customer reported a malfunction on the pump, identified with a specific malfunction code that was resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with pump reset information, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any future malfunctions occur, acknowledging and understanding the instructions provided.